Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for a scheduled generator change. Prior to procedure, high capture threshold and under-sensing resulting in ventricular pacing were noted on the right ventricular lead. The lead was capped and replaced. There were no patient consequences.